Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: vedr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance and insulation damage. Additionally the patient's right atrial (ra) lead had an issue with impedance trending. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.